Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump despite use of multiple usb cables and adapters. Reportedly, the customer kept the pump connected to a power source and reported the pump jumped from 60 to 100% charge. The customer's blood glucose level was 124 mg/dl.